Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left descending artery (lad). The 3.0 x 15 mm rx multi-link 8 stent delivery system was advanced to the lesion and crossed successfully; however, the balloon ruptured during inflation. A replacement device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported material rupture could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported material rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.